Event description:
New information received notes that telemetry lockout was also noted on the device. Corrective changes were made to resolve the event. No adverse patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.